Event description:
It was reported that the tibial impactor/extractor could not be taken off from the cemented tibial component after impacting. The surgeon tried to take it off from the component, and about five minutes of trying, the lever could be moved and be taken off. The ring was stopped a little. There is no adverse consequence for the patient and the procedure was completed.

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.